Event description:
Reporter alleged obtaining the results of 52 mg/dl and 497 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The purpose of this investigation was to analyze the wear patterns observed on the retrieved insert. Macroscopic photo analysis was performed on the retrieved insert. Upon visual examination of the as-received insert, burnishing and abrasive wear patterns were observed in the medial and lateral articulating areas. An area of abrasion due to contact with a third body was noted in one of the articular areas and near the periphery. Damage caused by instruments was observed near the anterior locking mechanism and on the distal surface. Burnishing due to contact with the femoral component was observed on all sides of the post. Severe deformation of the post was observed. In conclusion, the retrieved insert showed typical wear features of burnishing and abrasive wear in the articular areas. The severe deformation of the post suggests that the tibial post was exposed to excessive forces. It was reported that the patient had persistent pain after he bent and twisted getting up from a chair. In addition, the patient's weight may have contributed to the deformation of the post.

Event description:
It was reported that a revision surgery was performed due to pain. Device was originally implanted in 2008.